Manufacturer narrative:
The device has not yet been returned for eval; therefore, a physical eval has not been performed. We are unable at this time to determine if the device met specification, or to determine the relationship between the device and the cause for this event. The most probable root cause for an array not to retract or to completely retract is that the array became covered in burnt residue from the ablation and the material did not allow the array to be retracted. If multiple ablations were performed the device array should have been rinsed between ablation to keep the build up of material on the array from occurring. The directions for use cautions the user of the following: as necessary, clean the array between deployments by rinsing the array in a sterile solution by gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult. A device history record review as performed. All records appeared normal and no related issues or manufacturing deficiencies were noted at the time of MFR. There have been no previous complaints reported against lot number 9498167. The june 2007 rf probes product family trending report was reviewed and revealed that the prod family is not at or above the complaint action limit and does not show a negative trend. In addition, july 2007 15-month rf probes complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that in 2007, the clinicians performed a radiofrequency ablation (rfa) on the liver metastasis of a pt (age and gender unk). The clinician reported that during the withdrawal of the leveen needle electrode the physician was unable to completely retract the needle, which caused a hematoma in the pt. The physician then obtained another leveen needle electrode and continued the treatment of the other metastasis without further problem. The complainant reported that there was "no serious injury" and reported that the hematoma was a non-progressive perihepatic little hematoma.